Event description:
Additional information was received that the 27mm mosaic valve was replaced with a valve of the same size and model. No adverse patient effects were reported.

Manufacturer narrative:
B5: updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 27 mm mosaic valve, it was noted during the preparation phase for valve replacement, the mosaic valve was unpacked after verification by the circulating nurse, scrub nurse, and surgeon. It was found that the commissural suture of the anterior leaflet had already broken, resulting in the inability of the valve to maintain a closed configuration. A backup valve was immediately used as a replacement, which caused a delay in the surgery. The patient did not experience any related complications. A manufacturing defect in the suture was suspected. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.